Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a radiologist struggled to use the peel away sheath and had to pull hard to get it out of patient. The device was removed in its entirety. The patient was fine and had no harm or injury. The same PICC was later placed successfully. The associated emdr report numbers are 9680794-2025-00009 and 9680794-2025-00099.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a radiologist struggled to use the peel away sheath and had to pull hard to get it out of patient. The device was removed in its entirety. The patient was fine and had no harm or injury. The same PICC was later placed successfully. The associated emdr report numbers are 9680794-2025-00009 .